Event description:
Caller states the patient tested > 8.0 inr on the coaguchek s system and 3.99 inr on a comparison lab. Coumadin was held for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.